Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the proximal femoral nail a blade (pfna-blade) could not be locked during surgery on (B)(6) 2013. The insertion instrument could be removed from the blade but it did not lock the blade and the blade stayed unlocked in the nail/bone of the patient. The 1st blade was removed and the same procedure was done with a new blade with the same result. The blade was then left unlocked in the nail/bone and the surgery was terminated. The surgery was delayed by a large, unknown amount. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.